Event description:
The patient reported no longer receiving stimulation and was unable to charge her ipg. The patient stated her programmer displays a communication error message. The patient also stated she had not charged her ipg since (B)(6) 2012. The sjm representative is to contact the patient as the next course of action.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.